Event description:
Per fax: this valve was explanted due to thrombus. The pt's anticoagulation therapy included warfarin, heparin, aspirin, and futhan (nafamostat masilate), and their inr was 3.0. The surgeon does not believe there was a problem with the valve. The cause of the thrombus is unknown due to the pt's inr being at a therapeutic level. This valve was replaced with sjm 25mj-501.